Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. : unknown device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient's implanted plate and screws were found to have broken post-operatively. A revision surgery was successfully performed and the patient was reported as having a 'good' outcome. This is report 1 of 8 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:449.684: implant was forwarded to the manufacturing site with the following outcome: dimension: the measurable dimensions of the complained lcp condylar plate were checked for its specification and found to be in compliance with the technical drawings and ao/asif specification material. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2. Conclusion: a visual inspection of the plate shows that the part is broken into two pieces. The break runs through the second combi-hole of the plate-shaft. Marks and scratches are present on top and bottom surfaces of the plate. The fracture surface shows no irregularities but some abraded and shiny areas; indicating that after breaking the two fragments rubbed against each other causing further destruction of the fracture surfaces. The investigation found no manufacturing related non-conformances. The material of the lcp condylar plate is in compliance with the international standards for implants made of ticp. The information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing or material related condition can be excluded, 402.812, 402.210, 402.212, 402.214, articles intact, no product failure visible. A manufacturing investigation action was conducted/performed. The report indicates that the: plate received into a minigrip together with 9 screws not related to this mia. The reference numbers etched match with complaint references. The plate is broken in 2 pieces. Product inspection: the returned plate was re-inspected for all the features pertinent to the complaint condition. The thickness is in spec and the characteristics of the undamaged holes are in spec. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Complaint is disposed as confirmed due to evidence that plate is broken, but it's considered not valid for mezzovico because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Part is returned to (B)(6) as per procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. DHR review - manufacturing location: mezzovico. Manufacturing date: 16 december 2014. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.